Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported part found in receiving with broken screw snapped off inside of part. Attempts have been made, but no further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.the following sections were updated: b4, g3, g6, h2, h3, h4, h6, h10.the following sections were corrected: h5, h8visual examination of the returned instrument showed signs of use and the short pin had fractured off with a portion remaining threaded in the handle. Further analysis determined the device fractured due to bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.